Event description:
It was reported that the physician wanted to wean the patient and then fill the pump with saline because the catheter was no longer in the patient¿s intrathecal space. It was unknown when the catheter came out but it had been out for awhile. The patient ¿may have gone through a withdrawal or maybe not;¿ the reporter did not have much information. They wanted to fill the pump with saline to preserve the pump until the catheter could be revised. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).